Manufacturer narrative:
The device was not returned for analysis. Device history review could not be conducted because the lot number was not provided. No further evaluation can be conducted due to lack of further details. Root cause has not be determined. Only the di of the UDI information was provided because the lot number was not known.

Event description:
It was reported that an intubated patient developed a stage IV upper lip pressure injury with full-thickness skin and tissue loss and exposed teeth while using the hollister anchorfast guard endotracheal tube holder. It was further reported that the wound evolved quickly and the patient required debridement of the wound and surgical repair of his lip by maxillofacial oral surgery.